Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient implanted with an absorbable antibiotic envelope subsequently developed a pocket infection. The envelope was explanted and the patient was treated with antibiotics. No further patient complications have been reported as a result of this event.